Manufacturer narrative:
Additional patient identifier reported as (B)(4). Patient¿s weight is not available for reporting. Date of postoperative rod breakage is unknown. (B)(4). Implant date reported as (B)(6) 2016, exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is (B)(6) 2016, exact date is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery of uss (universal spine system) hardware on (B)(6) 2017 due to pain, radiculopathy, delayed healing, nonunion, and a broken rod. The patient originally underwent a l5-s1 posterior spine fusion with synthes uss in (B)(6) 2016. At an unknown point in time the patient developed pain and radiculopathy on an unknown side (left or right). The surgeon suspected a nonunion. The surgeon removed the synthes uss hardware. While removing the uss hardware, he discovered that the right rod was broken in between the l5 and s1 screw. The surgeon revised the patient with synthes uss; he placed new screws and upsized the diameter on all the screws and placed new rods and connected them. The surgery was successfully completed with no surgical delay. Concomitant medical devices pedical screw (part 498.864, lot # unknown, quantity 2), 7.0mm ti side-opening screw( part 498.745, lot # unknown, quantity 2), 6.0mm ti hard rod 50mm (part 498.102, lor # unknown, quantity 1),6.0mm ti collar (part 498.010, lot # unknown, quantity 4) ti nut 11mm width across flats (part 498.003 lot # unknown, quantity 4). This report is for one (1) 6.0mm ti hard rod 50mm. This is report 1 of 1 for complaint (B)(4).